Event description:
It was reported that patient experienced uncomfortable numbness in the legs with stimulation on. Issue persisted with stimulation off. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information (weight); however, no further information was received. The allegation is against 1 of 3 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), batch: 3816524; common device name: scs quattrode lead, model: 3146, UDI: (B)(4), batch: 3874025.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received indicating that surgical intervention was undertaken wherein the entire system was explanted.